Event description:
Reportedly, before the implantation procedure on 4 november 2021, the message 'please verify patient ID information' was displayed. It was possible to change some of the parameters but not the patient tab. The same event was observed after re-interrogation and in a back-up device, therefore the physician decided to implant the device. No anomaly was observed with the automatic implantation detection, however it was still not possible to edit the patient data.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, before the implantation procedure on (B)(6) 2021, the message 'please verify patient ID information' was displayed. It was possible to change some of the parameters but not the patient tab. The same event was observed after re-interrogation and in a back-up device, therefore the physician decided to implant the device. No anomaly was observed with the automatic implantation detection, however it was still not possible to edit the patient data.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.